Manufacturer narrative:
(B)(4). The bubble CPAP system is designed to provide breathing support to a spontaneously breathing neonate or infant via the nares by either nasal prongs or mask. The system delivers humidified air to the patient and uses an underwater seal in the bubble CPAP generator at the distal end of the expiratory breathing circuit to provide CPAP to the patient. This complaint did not detail any specific incident but was rather a general report regarding the use of the bubble CPAP interfaces, namely the flexitrunk, prongs and mask. The concerns about the system were raised by the senior rt at the hospital's nicu. A fisher & paykel healthcare respiratory therapist visited the hospital and met with the complainant. It was found that the issue had been raised by "one or two nurses". The problem was resolved by providing additional guidance and training in the correct sizing, placement and use of the interfaces. We have not received any further complaint from the hospital for the bubble CPAP system. The user instructions that accompany the flexitrunk system include the statement: "connect prongs or mask to nasal tubing ensuring that it is inserted fully". They also state: "use the least tension possible to maintain prescribed CPAP level and stability of the infant interface."

Event description:
A hospital in (B)(6) reported that they were having some issues with the bc191 flexitrunk. The hospital stated that the nasal masks were falling out 'readily' and that the prongs were coming out of the nares and that this was leading to loss of CPAP accompanied by bradycardia and desaturation. They also reported "indents on the forehead" beneath the foam blocks of the flexitrunk interface.